Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that her blood glucose level was 460 mg/dl. She was off the insulin pump for 3 hours. The reservoir leaked into the reservoir compartment twice. The customer was unable to prime and rewind. The septum was missing. The insulin pump alarmed failed battery test. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A visual inspection was performed on two opened and used reservoirs found the snap caps and septums are detached from the reservoirs. The plungers and transfer guards were not returned.